Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
A female patient underwent implantation of a trans-obturator tape (tot) sling on (B)(6) 2017 for stress urinary incontinence. On (B)(6) 2025, the patient presented with intense, localized vulvo-vaginal pain associated with a fold of the tot mesh exhibiting pre-erosive changes of the vaginal mucosa. Following case review and approval at a multidisciplinary uro-gynecology meeting, partial removal of the sub-vaginal portion of the tot strip was recommended. The patient underwent partial explantation of the device on (B)(6) 2026.